Manufacturer narrative:
On may 30, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 400cc breast implant was found to be ruptured. The implant was received in two(2) parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2020, mentor became aware that the event date was (B)(6) 2020. Hence, field b3 has been updated to (B)(6) 2020 on this form. On december 8, 2020, mentor became aware that the date of surgery is (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d6b fields for explantation date is (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of explant was (B)(6) 2021. Hence, field d6b has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 19, 2021, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number 3504254bc; serial number (B)(6) on the right side, and with catalog number 3504254bc; serial number (B)(6) on the left side on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 400 cc mentor memorygel breast implant and experienced left side breast implant rupture postoperatively, confirmed via ultrasound on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.